Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: supplemental sent to correct information omitted from original 3500a; the test strips have been returned and analysed by pa but information was not included in the original report. The original report should include the text: the lay user/patients test strips have been returned and evaluated on 12/18/2015 by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. A secondary issue was also noted; the devices bluetooth connection would not turn off. If lifescan obtains additional information regarding this complaint, a follow up report wil be submitted. At this time, lifescan considers this matter closed. Appropriate evaluation codes and the date device returned to mfg are included in this supplemental.